Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite colonovideoscope, having insufficient angle. Upon inspection and testing of the returned device, foreign material was found clogged in the scope nozzle, due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with air/water and detergent solution. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. Liquid was sent to the air/water nozzle. The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to wear of angle wire; bending angle in up direction did not meet the standard value. Nozzle had foreign objects. Due to damage on up/down knob; water tightness lost. Due to wear of angle wire; the play of up/down knob out of the standard value. Adhesive on angle rubber had chipped/cracked, adhesive on rubber had white-clouded area, due to clogging of nozzle; water removal ability did not meet the standard value. Scope connector dirty, due to water leakage. Due to damage on flexibility adjustment ring, flexibility adjustment function did not work. Universal cord had wrinkle, universal cord scratched, image guide protector scratched, and adhesives around objective lens had white-clouded area, adhesives around light guide lens had white-clouded area, distal end dented, and connecting tube scratched. The faulty parts will be replaced, and the device will be returned to the user facility. The subject device was returned to olympus for device evaluation. And investigation confirmed, the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted, that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, the foreign material was unable to be specified and the deviation of reprocessing from the instruction manual could have caused the foreign material to remain. Olympus will continue to monitor field performance for this device.